Event description:
Revision surgery - the pt came in with knee pain. The doctor believed the femoral component was loose, the doctor operated to repair the total joint. A poly swap and ultra-congruent with thicker size was implanted.